Event description:
Procedure type: gynecological/urological. Reportedly, the pt underwent treatment for pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury, and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).